Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7131819.

Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein the leads were moved back to the correct place. The patient was doing well postoperatively. The leads remained implanted.